Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0h1jn, implanted: (B)(6) 2014, product type: lead. (B)(4)

Event description:
The consumer reported the patient fell on (B)(6) 2015 and broke two arms and three ribs. She had surgery for this on (B)(6) 2015. Prior to surgery she sat 11 hours without going to the bathroom. Following surgery she had a sudden return of symptoms, was peeing all over herself, and her bed pads were changed every 30 minutes. The consumer did not know if stimulation was turned off during surgery or if it was currently on or off. The healthcare provider (hcp) was not aware of this event and had not further information. The patient's indication for use was gastrointestinal/pelvic floor. No interventions or patient outcome were reported, so additional information was requested. If additional information is received a supplemental report will be sent.